Event description:
On (B)(6) 2011, the patient underwent the surgery with the g3 nail. Afterwards, when the surgeon confirmed x-ray, the nail was broken. Therefore, the surgeon removed the g3 nail and the patient underwent the revision surgery with the g3 long nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.